Event description:
The customer reported that the system would not start up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The no conclusion can be drawn as further repair info is unavailable at this time.